Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The doctor drilled out the composite and replaced the restorations using a different product during the same office visit. To date, the patient is doing fine. The product was returned and a visual and physical evaluation was performed, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that the fusio self-adhesive flowable composite was too thick did not adhere to the floor of the restoration during procedures on five (5) patients. This is the fifth of five (5) reports.